Event description:
It was reported the patient¿s ipg had reached end of life. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported a patient observed the ¿replace generator: message on their patient controller. The patient was also scheduled for an MRI but was advised would not be able to place the device into MRI mode. The patient lost therapy sometime between november and december 2022. It was reported on 04 jan 2023 the patient was going to be scheduled for a revision/replacement with another company most likely. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.